Event description:
Customer reported to beckman coulter, inc. (Bec) that there was low quality control recovery for creatinine and calibration failed with back to back error on the unicel dxc 800 synchron system. Customer reported they reran the previously run patient samples and found multiple results had to be corrected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the modular creatinine cup passed lamp calibration, but failed chemistry calibration with no reaction. The fse found micro bubbles in the cup. The fse cleaned the cup. The fse replaced the crem module assembly.